Manufacturer narrative:
Name: medtronic minimed country: united states of america street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
On (B)(6) 2026, the infusion set detached from the abdominal site on the first day following insertion when the patient moved her clothing.